Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed a no output and no telemetry condition. Visual analysis revealed no abnormal conditions. The titanium shield was removed and a microscopic visual revealed no abnormal conditions. Upon further analysis, the high system current drain condition reported by the submitter was confirmed. Electrical analysis found that excess dc leakage in a battery filter capacitor was the cause of the high current drain.

Event description:
It was reported that the patient experienced dizziness. The device was at rrt (recommended replacement time) and indicated loss of capture. The output was increased to 7.5v and there was still loss of capture. The unipolar ventricular lead impedance was low at less than 100 ohms. The device was explanted and replaced. During the implant of the new device, measurements on the lead seemed normal and the lead was left in use. No further patient complications have been reported as a result of this event.